Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was dislodged proximal to the balloon and was loose on the distal shaft, confirming the reported dislodgement. The middle stent struts were stretched and there were bent proximal struts on the first two rows. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was tightly folded and the middle of the balloon was wrinkled. The outer member was separated from the distal seal. The fracture face was jagged. The inner member was separated 17.1 cm distal to guide wire exit notch. The fracture face was stretched and jagged. There were wavy bends in the distal shaft 6 cm distal to the guide wire exit notch for a length of 12 cm. The inner member was bunched distal and proximal to the distal marker. There was a 22 cm section of an unknown guide wire frozen inside the separated portion of the inner member. There was 5 cm of the guide wire extending from the sds tip. The proximal end of the sds tip was stretched. The tip length was not measured due to the damage noted to the tip. The proximal stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameter dimensions were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The middle stent outer diameters could not be measured due to the damage noted. An attempt was made to remove the section of the guide from the sds, but was not able to be removed. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the calcified lesion would have then led to the stent dislodging from the balloon. Follow up information received confirmed the noted shaft separations and damage occurred during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a tortuous, calcified, and angulated lesion in the mid left anterior descending artery. After pre-dilatation, the 3.0 x 28 xience v stent delivery system (sds) was advanced, but was unable to cross the lesion, so the device was removed. There was no adverse patient effect reported. Subsequent to the initial report, the sds was received for analysis with the stent implant dislodged proximal to the balloon and loose on the distal shaft, and a shaft separation. Follow-up information confirmed that the stent had dislodged during the procedure; however, since the stent remained on the sds, it was easily removed from the patient along with the sds. The separated shaft was confirmed to have occurred during cleaning and repacking of the device for return.